Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third party service center, the device was visually inspected and found blower foam degradation. The device¿s removable air path foam and inlet air path foam were replaced to address the issue. Additionally, preventive maintenance was performed on the device. The device¿s rubber feet were missing and were replaced. The device¿s handle and handle o-rings were replaced preventatively. The device was tested and passed all final testing.